Event description:
It was reported that the pt had experienced symptoms of neck pain, fever, vomiting and pain in the hips and bilateral lower extremities that began one day after lead placement. The neck pain started within five minutes of the pt standing up from resting in bed and she turned stimulation therapy off. The pt was at home and her condition was reported as serious. She lacked transportation for follow up by the hcp and was redirected to report symptoms to emergency room staff. The pt would have the lead removed (the date of explant was not provided by the field staff). The physician had indicated to the rep that tissue damage likely occurred; either the pt suffered "irritated nerves" or had a dural tear that was attributed to surgical entry into the epidural space. The pt outcome and final device disposition was unk. Add'l info has been requested from the physician, but was not available as of the date of this report.